Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menstruation") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test?: no". The patient's past medical history included lyme disease. Previously administered products included for an unreported indication: accutane. Concurrent conditions included autoimmune disorder, stress incontinence, female, dysfunctional uterine bleeding and menstruation abnormal. Concomitant products included atorvastatin calcium (lipitor) from 2012 to 2016, doxycycline from 2002 to 2016, esomeprazole magnesium (nexium) from 2007 to 2016, estrogens conjugated (premarin) since 2016, multivitamin since 2012, sumatriptan (imitrex) from 2016 to 2017 and topiramate since 2004. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 3 months 18 days after insertion of essure (ess205), the patient experienced asthma ("asthma") and tooth disorder ("dental problems"). On (B)(6) 2007, the patient experienced migraine ("migraines"). On (B)(6) 2007, the patient experienced fatigue ("fatigue"), urinary incontinence ("urinary incontinence"), acne ("acne"), eczema ("eczema"), headache ("headache"), diarrhoea ("diarrhoea"), gastrointestinal disorder ("gastrointestinal reflux disease") and abdominal distension ("bloating"). On (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On (B)(6) 2011, the patient experienced smear cervix abnormal ("abnormal pap"). On (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection") and female sexual dysfunction ("apareunia"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe menstrual pain"), allergy to metals ("allergy to nickel"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("cramping"), menstrual disorder ("abnormal menses"), rash ("rashes"), dyspepsia ("digestive issues") and alopecia ("hair loss"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy remove the essure device) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, back pain, dysmenorrhoea, fatigue, rash, vaginal haemorrhage, urinary tract infection, diarrhoea, alopecia, gastrointestinal disorder and abdominal distension had resolved, the dyspareunia, allergy to metals, weight fluctuation, abdominal pain lower, menstrual disorder, urinary incontinence and dyspepsia was resolving and the female sexual dysfunction, asthma, acne, eczema, migraine, headache, smear cervix abnormal and tooth disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, asthma, back pain, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, eczema, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, menstrual disorder, migraine, rash, smear cervix abnormal, tooth disorder, urinary incontinence, urinary tract infection, vaginal haemorrhage and weight fluctuation to be related to essure (ess205). The reporter commented: patient states she believes essure is causing skin rashes, increased allergies, and asthma. Diagnostic results: the patient underwent urodynamics which confirmed a hypermobile urethra concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, migraine, asthma, urinary incontinence, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: the pfs received:the event abnormal vaginal bleeding, urinary tract infection, apareunia, asthma, acne, eczema, migraines, headache, abnormal pap, dental problems, diarrhoea, hair loss, gastrointestinal reflux disease, bloating, did you undergo an essure confirmation test?: no added,reporters added,concomitant medication added,events outcome added,concurrent condition added. On (B)(6) 2018: medical records received. Patient's medical history was added, laboratory data was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("pain during intercourse"), dysmenorrhoea ("severe menstrual pain"), allergy to metals ("allergy to nickel"), fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), abdominal pain lower ("cramping"), menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menses"), rash ("rashes"), urinary incontinence ("urinary incontinence") and dyspepsia ("digestive issues"). The patient was treated with surgery (underwent a total hysterectomy with bilateral salpingectomy remove the essure device). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain, dyspareunia, dysmenorrhoea, allergy to metals, fatigue, weight fluctuation, abdominal pain lower, menorrhagia, menstrual disorder, rash, urinary incontinence and dyspepsia was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, back pain, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, menorrhagia, menstrual disorder, rash, urinary incontinence and weight fluctuation to be related to essure (ess205). Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.